Event description:
It was reported that during an implant procedure, the lead became stuck in the patient's subclavian vein. The lead could not be moved forward or backward, and subsequently the electrode was capsuled and abandoned inside the vein. No further patient complications have been reported as a result of this event.